Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a missing sensor wire. After deployment, the needle was exposed with sensor wire still inside. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.